Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Per photographic evaluation: upon visual inspection of the photo provided the following was observed: the picture shows the indicator portion of the device with the handles slightly near the low-b indicator window. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: what were the indications for surgery? Rectal cancer. What surgical procedure was performed? Anastomosis of low rectum and colon. Did they confirm that the safety was released prior to firing? Confirm. Why does the surgeon believe the intra-op issues are correlated to the bleed and leak? Old blood crust was observed in drainage fluid from postoperative day 3. What conservative treatment did the patient receive? Continuously flush and keep the pelvic cavity clean. Did the patient receive any preoperative chemotherapy or radiation? The patient did not receive. Were there any issues experienced with the device in the initial surgical procedure? No any issue. What healthcare professional fired the device and what is his/her experience with the device? Highly qualified surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes he did. Was the device difficult to close? No any difficult. Was the device difficult to fire? No any difficult. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes,he did. Were the donuts inspected? If so, please describe. The donuts was complete. Was a complete transection of the white breakaway washer visually confirmed? Low rectal anastomosis, failure to examine anastomotic stoma under direct vision were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? No need transfusion. How was the bleeding addressed? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Intraluminal. Was a leak test performed? If so, what type and what was the result? Unknown. Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? 3 days. How was the leak identified? Old blood crust was observed in drainage fluid from postoperative day 3. What was observed at the site of the leak upon reoperation? Unknown. How was the leak addressed? Unknown. What is the current status of the patient? Still in the hospital now. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Leak post-op. It was reported that during the laparoscopic-assisted radical resection of rectal cancer surgery, when severing colon and lower rectum tissue, after clamp the tissue and waiting for 15 seconds, the surgeon felt that obviously resistance and during the firing. The handle of the device has cracked during the firing as photo shows. The eight days after the operation, blood was observed in the drainage tube and the surgeon inter anastomotic leakage. Conservative treatment is currently being used. The patient's condition is currently stable, but the discharge will be delayed.